Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular (rv) and right atrial (ra) leads vegetation. The physician explanted the active system ¿ pacemaker, right ventricular (rv), right atrial (ra) and left ventricular (lv) leads due to infection. The patient was in stable condition.

Event description:
New information received notes that the patient presented with redness and swollen at the device pocket and the patient's pacemaker was eroded out of the skin.